Event description:
It was reported that the caller experienced an alarm 2 followed by alarm 26 due to an occlusion event that occurred earlier in the day. The issue caused the customer's blood glucose level to exceed 500 mg/dl, as indicated by a cgm reading of "high." To address the high blood glucose, the customer administered a correction injection using mdi and resolved the issue by changing the infusion set and cartridge, then resuming insulin. There was no need for third-party assistance.